Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they believed their insulin pump was delivering too much insulin. The past 5 to 7 days the customer's blood glucose level was running low. Customer's blood glucose level was 38 mg/dl. The customer treated their low blood glucose level with food. The insulin pump was exposed to a body scanner at the airport. The customer was advised that the device would be replaced and agreed to return the product for analysis.